Event description:
Caller states that the paramedics were called once customer was found unresponsive. Customer reportedly tested 43mg/dl on the paramedic's device. The customer had stopped testing on the device an unspecified time ago due to no power on the device. Caller reports the customer does not adjust medication based on device results. The customer was given unspecified treatment by medical personnel and taken to the hospital where she was released the same day. Customer provided expired strip information during call. No quality controls were used. Requested return of suspect device and replacement was sent.